Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 500 mg/dl. The customer specified other relevant blood glucose level as 375 mg/dl, 367 mg/dl, 205 mg/dl. The customer was wearing insulin pump within 48 hours of the reported event. The customer was treated with manual injection as well as insulin pump. The customer alleged that the insulin pump for possible under delivery. The insulin pump will not be returned for analysis.